Manufacturer narrative:
(B)(4). According to the complainant, the stent remains implanted and the delivery system was disposed and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 03, 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, during removal of the delivery system, the tip of the deployment catheter got caught on the stent and broke off. The broken parts of the delivery system were removed from the patient using snare. Reportedly, the stent remains implanted and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.